Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional information was requested but not provided.

Event description:
It was reported that the nurse returned to the room and noted that the fentanyl infusion completed earlier than expected. Free flow is suspected. This occurred in the trauma ICU.

Manufacturer narrative:
The customer¿s experience with an infusion of fentanyl completed earlier than expected was not confirmed. ¿ no obvious programming errors were found during the log review. ¿ the review of the pcu event log identified an infusion of fentanyl was programmed on (B)(6)2019 at 4:15:32 am, with a rate: 0.4ml/h and a vtbi of 30ml. The dose was changed by user to 50mcg/h changing the rate to 1ml/h with a vtbi of 30ml. At 4:34:29 am a rapid bolus with dose of 100mcg was programmed for 1 min with a vtbi of 2ml and a rate of 120ml/h. The device alarmed for air in line 6 times (4:34:48 am, 4:35:01 am, 4:35:12 am, 4:35:55 am, 4:36:07 am, and 4:37:34 am). The device also alarmed for flo stop open 5 times for a total of 16 seconds (4:35:15 am, 4:35:38 am, 4:36:14 am, 4:37:15 am, and 4:37:22 am). The device was then channeled off by the user. The total infusion time was 6 minutes and 55 seconds with total volume infused 1.58ml. ¿ functional testing performed, consisting of a timed rate accuracy test on the returned pump module s/n (B)(6) found the device to be in good working condition and delivering fluid within specification. ¿ an internal and external inspection of the source pump module found no irregularities. The root cause of the customer¿s complaint of an over infusion of fentanyl was not identified.

Event description:
It was reported that the nurse returned to the room and noted that the fentanyl infusion completed earlier than expected. Free flow is suspected. This occurred in the trauma ICU.